Event description:
A power on reset message was noted for the left deep brain stimulator. The next day, the right system was in a power on reset condition. The field representative suspected an unknown source of electro magnetic interference. Additional information has been requested. A follow-up report will be submitted if additional information becomes available. Please see MFR. Report# 3004209178200900326.